Event description:
2006: 1st heart ablation. It was 80% to 90% effective, dr couldn't get to a part of the heart. Heart rate remained somewhat normal. Two months later: I went for second option. Recommended a heart catheterization which was done. No blockage was found. Three months later: I was monitoring my blood pressure and heart rate. My pressure and heart rate was increasing daily. I went to emergency room. My heart rate was 140 to 150 and was out of rhythm. Medication had little effect on the heart rate. I was admitted to the hosp. Dr met with me and recommended that my heart needed to put back into the correct rhythm, then a heart ablation to reduce the heart rate to normal. Next day: dr did a procedure to make sure I had no clots in my heart, then shocked my meart to restore normal rhythm. Both procedures went well. Spent the night in hosp and was discharged the next day. Dr's office called with an appointment the same day. At the appointment dr reviewed my case, suggested a heart ablation asap. The ablation was scheduled in 2 days. The heart ablation was scheduled for 1:30pm at hosp. During the procedure I told the nurse that I had pain, I did feel burning on my back. I did not get a chance to tell her what the pain was. She said be still, try not to talk, it was dr doing the procedure. After the ablation, the staff sat me up to remove pads from my back. There was no mention of a burn on my back. I was taken to a room to recover. I was discharged that evening. The next day: I felt pain on my back below the ribs and above the kidney. I asked my wife to look at my back. She told me that I had a red burn mark on the left side. Two inches vertical and 1 inch wide. I called dr's office, left message with secretary. She called back within 3 hours. She said she spoke with one of the nurses in the operating room. I was told it was an allergic reaction to the tape. There was no concern what so ever. I went to see my family dr. He said it was a second degree burn. He gave me a tetanus shot and burn medication. The next day: took pictures of my burn and mailed to dr. Dr called, left message. Dr and I spoke the following day. An appointment was made. Both doctors agreed it was a burn. Both doctors said that they never have seen a burn that happened during an ablation. Dr said to keep it covered and keep my appointment. Dr said that he would contact the MFR of the ablation machine.